Manufacturer narrative:
The calibration and qc data were acceptable. One sample from the patient was received for investigation and the elecsys toxo igm results were reactive using two different reagent lots. Analysis with an interference-reducing substance found there were interfering antibodies (igm-class) directed against the spatial structure of the elecsys ruthenium-label. Product labeling for the assay states "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
The onboard stability for the reagent pack was exceeded at the time of testing. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable elecsys toxo igm immunoassay results from cobas 8000 - cobas e 602 module serial number (B)(4). The initial results were 1.19 coi with a data flag, 1.22 coi with a data flag, and 1.29 coi (reactive). The sample was tested on an abbott architect cmia analyzer and the result was 0.11 s/co (non-reactive). Information concerning if the questionable result was reported outside of the laboratory was requested but it was unknown.